Manufacturer narrative:
Investigation is ongoing. H3 other text: device not returned.

Event description:
As reported by the field clinical specialist (fcs), 5 years, 6 months, 27 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve was explanted. The reason for explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction as medical records were received. After review of medical records, this will be made not reportable and dissociated as the explant was due to late endocarditis. Per the operative note, the patient presented with endocarditis of the prosthetic tavr valve, severe aortic stenosis, degenerative calcific mitral stenosis, mod-severe mitral regurgitation. Patient underwent explant of tavr valve, avr, mvr and laa ligation. Surgical finding: abscess in the non-coronary sinus. Large amount of vegetation mostly on the ventricular surface. The intra-operative tte noted the bioprosthetic aortic valve is well seated with moderate thickening and vegetations, mild aortic regurgitation, small mural thrombus in the tip of the laa with an av peak/mean gradient 65/37mmhg and ava vti 0.89cm2.